Event description:
It was reported that an elective replacement indicator (eri) message was seen on the patient's implantable neurostimulator (ins). She had been through multiple reprogramming sessions to try to recapture therapy without success. It was noted that the patient was at higher than usual parameter settings as a result. The implantable neurostimulator (ins) battery depletion was report as premature. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 3777-45 serial #(B)(4) implanted: (B)(6) 2011 explanted: na; lead model 3777-45 serial #(B)(4) implanted: (B)(6) 2011 explanted: na; extension model 3708120 serial #(B)(4) implanted: (B)(6) 2011 explanted: na; external antenna accessory lot #285700002 accessory model 355028 lot #n287641 implanted: (B)(6) 2011 explanted: na; accessory model 355028 lot #n290339 implanted: (B)(6) 2011 explanted: na; accessory model 355531 lot #n290339 implanted: (B)(6) 2011 explanted: na; multi lead trailing cable lot #n294549.

Manufacturer narrative:
(B)(4)

Event description:
Additional information from the patient's physician also noted premature battery depletion. The patient also had increased pain. The patient was scheduled for a revision on (B)(6) 2012; the plan was to replace the battery only. There were no injuries noted.